Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on 06/25/2018. The patient stated, they had seen their doctor for a strained muscle in his abdomen due to a stress injury that was unrelated to his diabetes or dexcom system and had an abdominal computed tomography (CT) and magnetic resonance imaging (MRI) scan performed. While the radiologist was reviewing the images, the patient had asked if there were any evidence of foreign objects in the images as the patient believed there were sensor wires stuck in his skin. The radiologist confirmed that there were no signs of foreign objects and did not display any retained sensor wires in both the CT and MRI the images taken. No further patient or event information is available.